Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence reportedly, the cartridge was changed to address the issues and insulin delivery was resumed. Customer's blood glucose was 250 mg/dl.